Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Analysis was unable to perform the displacement test due to keypad anomaly. The number does not ramp on their own or scroll bar moving with no input. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.